Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion surgery from l5 to s1 using rhbmp-2/acs. The rhbmp-2 was placed in the disc space. Sometime postop, the patient reportedly experienced severe pain in her lower back and extremities. Diagnostic radiographic imaging conducted on (B)(6) 2009, reveals intervertebral bone graft material with accompanying spinal narrowing at the implant site. She also suffers from weakness in her lower extremities and is unable to stand for extended periods.

Event description:
It was reported that on: (B)(6) 2003: patient presented with following pre-op diagnoses: low back pain. Left s1 radiculopathy. Status post laminectomy and discectomy l5-s1 x2. For which patient underwent: redo laminectomy, discectomy l-s1. Posterior lumbar interbody fusion using rhbmp-2/acs and fibular allograft. Harvest autograft. Lateral transverse process fusion l5-s1. Segmental fixation using the m8 system l5-s1. Interpretation and evaluation of intraoperative x-ray. Per op notes, transverse process at l5 and s1 was exposed and decorticated on the left. One small rhbmp-2/acs package was then opened. Two sponges were placed anteriorly in the disc place. Fibular allograft was cut into the appropriate dimensions. Three pieces were tamped into the interspace under direct visualization. The autograft was placed on the lateral transverse process. A lateral fusion at l5-s1 under direct visualization. Intra-op, patient underwent lumbar spine x-ray. Impression: a probe is positioned over the base of the spinous process of l5 directed toward the l5-s1 interspace. Portable lateral view of the lumbar spine obtained postoperatively showed pedicle screw in place at l5-s1 which appear to be normally positioned and aligned. Faint increased density at the l5-s1 disc space is compatible with interbody bone grafting material. Patient tolerated the procedure well with no complications reported. On (B)(6) 2003: the patient got discharged with discharge diagnoses as: degenerative disk disease, l5-s1. Left s1 radiculopathy. Status-post laminectomy discectomy x2. On (B)(6) 2006: patient presented with complaint of low back pain with radiation down into her foot. On (B)(6) 2009: patient presented with complaint of chronic upper back pain for which patient underwent x-ray of dorsal spine. Impression: mild thoracic spondylosis with no obvious acute process identified. Patient also underwent x-ray of cervical spine. Impression: no acute process noted. At least moderate left-sided foraminal stenosis at c4-c5 and c5-c6. On (B)(6) 2009: patient underwent x-ray of lumbar spine due to back pain. Impression: post-surgical changes at l5-s1. No acute osseous abnormality noted. On (B)(6) 2009: patient underwent MRI of cervical spine due to neck pain. Impression: mild degenerative joint disease of the cervical spine with no evidence of disk protrusion, foraminal stenosis or central canal stenosis. Normal cervical spinal cord.

Manufacturer narrative:
Additional information; pt identifier, weight, relevant tests/lab data, other relevant history, model and lot # , evaluation codes. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on : (B)(6) 2003: the patient presented with recurrent leg pains, shooting at times. On (B)(6) 2004: the patient presented with constipation. On (B)(6) 2004: the patient underwent MRI of cervical spine without contrast. Impression: area of increases osseous signal jus below the anatomic of the humeral head of uncertain etiology. The findings are more prominent than would be suspected for typical differences in marrow signal. These findings could represent a contusion, and there is no evidence of cortical destruction. The patient also underwent upper extremity MRI without contrast. Impression: small posterior lateral spur at the c5-6 level. If this is related to symptoms, it should be in a left c6 distribution. On (B)(6) 2004: the patient presented with pain on both legs. On (B)(6) 2004: the patient presented with shoulder pain. On (B)(6) 2004: the patient underwent three views of the left foot which demonstrated calcaneal spurs at the expected attachment point of the achilles tendon and plantar fascia. The foot otherwise unremarkable is showing no evidence for fracture or dislocation. On (B)(6) 2004: the patient underwent MRI of lower extremity. Impression: the anterior and posterior talotibilar ligaments appear intact. The peroneus tendons are intact. On (B)(6) 2005: the patient presented for follow up of right upper quadrant pains since having abdominal CT. Reports persisting epigastric pains, sometimes associated with nausea. On (B)(6) 2005: the patient presented with complaint of runny nose, sneezing, scratchy throat, dry cough, headache and generalized body aches and malaise. Also reports low grade fevers. On (B)(6) 2005,(B)(6) 2006: the patient presented with right shoulder pain. On (B)(6) 2006: the patient presented with exacerbation of left shoulder/neck area. On (B)(6) 2006: the patient presented with a complaint of left ankle pain. The patient underwent ankle x-ray with 3 views. Impression: distal fibular fracture. On (B)(6) 2006: the patient underwent vas echo panel due to shortness of breath, murmur, syncope, edema, hypertension. Impression: mild valvular disease. Good left ventricular systolic function with an ef greater than 55%. E to a reversal consistent with diastolic dysfunction. On (B)(6) 2007: the patient underwent chest x-ray with lateral 2 views. Impression: no active or acute chest findings. No interval change. On (B)(6) 2007: the patient underwent cardiac and s spectacular exam. Impression: there is mild thinning of the anterior wall unchanged between stress and rest . This may represent some mild scarring or could represent a normal variant in this patient. There is no evidence to suggest ischemia. On (B)(6) 2007: the patient presented with complain of urgency, frequency and strong odor to her urine. On (B)(6) 2007: the patient presented for diagnosis of left neck and shoulder pain. On (B)(6) 2007: the patient presented due to right shoulder and over the right trapezius muscle area. On (B)(6) 2007: the patient presented with right side and abdominal pain. The patient underwent helical noncontrast scan. Impression: mild obstruction secondary to a 6 mm right mid uretral stone. On (B)(6) 2007: the patient presented with chief complaint of right ureterolithiasis. On (B)(6) 2007: the patient underwent x-ray three views. Findings: there are postsurgical changes in the lower lumbar spine. There has been a cholecystectomy. A calcific density overties the right side of the anatomic pelvis it measures about 5 mm in diameter and may represent a distal right uteral stone. There are no other definite urinary tract caluli. On (B)(6) 2007, (B)(6) 2008: the patient presented for medications refilling and lab results. On (B)(6) 2007: the patient underwent cardiac "r" <(>&<)> s spect" due to shortness of breath. Impression: there is mild thinning of the anterior wall unchanged between stress and rest. There is no evidence to suggest ischemia. On (B)(6) 2008: the patient underwent MRI of brain with and without contrast. Impression: normal MRI of pituitary. On (B)(6) 2008: the patient presented with headache, hypertension and follow up for MRI. On (B)(6) 2008: the patient presented with chronic hip pain, uri and congestion with cough at night. On (B)(6) 2008: the patient presented with low back pain. On (B)(6) 2008: the patient presented with a chief complaint of shoulder pain and parasthesias. On (B)(6) 2008: the patient presented with chief complaint of cough. On (B)(6) 2008: the patient presented with complaint of right hip pain. On (B)(6) 2009: the patient presented with a chief complaint of shortness of breath. The patient also had cough. The patient underwent electrocardiogram. Interpretation: the rhythm is sinus with normal axis. Repolarization is within normal limits. The patient also underwent chest x-ray with lateral 2 view. Impression: no acute infiltrate. On (B)(6) 2009: the patient presented for office visit for follow up. On (B)(6) 2009: the patient presented with complaint of sore throat and ear ache. On (B)(6) 2009: the patient presented with shoulder and back pain. On (B)(6) 2009, (B)(6) 2010, (B)(6) 2011: the patient called to request for refilling of medications. On (B)(6) 2009: the patient presented with back pain, paresthesia and reflux. On (B)(6) 2009: the patient presented with cough and neck pain. Patient had cold symptoms, nasal congestion, cough and running nose. On (B)(6) 2009: the patient presented with pain in shoulder, neck and back feet. On (B)(6) 2009: the patient presented with neck and left arm pain. On (B)(6) 2009: the patient presented for treatment for bacteria in stomach. On (B)(6) 2009: the patient presented with a chief complaint of shoulder pain and parasthesias. On (B)(6) 2009, (B)(6) 2010: the patient presented with pain in shoulder. The pain is chronic and radiates to arm and has associated numbness of the 3-5th fingers. On (B)(6) 2010: the patient presented with urinary symptoms. The patient underwent CT scan. Impression: 5mm left ureterovesicular junction calculus. Right nephrolithiasis without hydronephrosis. Fibroid uterus. On (B)(6) 2010: the patient underwent transabdominal sonography of pelvis due to pelvic pain. Impression: uterine fibroids. There is approximately 10 x 10 mm fibroid adjacent to the endometrium. The endometrium complex is at upper limits of normal in thickness at 10mm. The ovaries are within normal limits bilaterally. On (B)(6) 2010: the patient underwent bilateral digital screening mammography with cad. Impression: stable mammograms. On (B)(6) 2010: the patient presented with uterine bleeding dysfunctional. On (B)(6) 2010: the patient presented with chief complaint of dental pain. On (B)(6) 2010: the patient underwent thermachoice endometrial ablation due to dysfunctional uterine bleeding with menorrhagia. On (B)(6) 2010: the patient presented with left arm pain and nausea, numbness and tingling. On (B)(6) 2010: the patient presented for office visit for follow up. On (B)(6) 2010: the patient presented for follow up. On (B)(6) 2010: the patient presented with recurrent back pain, right hip pain (B)(6) 2010: the patient presented for follow up on hypertension. On (B)(6) 2010: the patient presented for fasting labs today. On (B)(6) 2010: the patient presented for yearly well women check. On (B)(6) 2010, (B)(6) 2011, (B)(6) 2010: the patient presented for office visit for follow up. On (B)(6) 2011: the patient presented for bilateral foot and hip pain. On (B)(6) 2011: the patient presented for follow up on throbbing pain affect than her right great toe. On (B)(6) 2011: the patient presented for follow up on lab and medications refilling. On (B)(6) 2011: the patient underwent three views left foot due to pain and swelling. Impression: no evidence of fracture or bony destruction. Pes planus deformity. Large plantar calcaneal spur. On (B)(6) 2011: the patient presented with bruit on neck, dizziness and back pain. On (B)(6) 2011: the patient underwent screening digital bilateral mammograms with r-cad. Impression: no suspicious interval change. On (B)(6) 2011: the patient presented with upper back pain and cough. The patient underwent chest x-ray with lateral 2 views due to cough. Impression: no acute intrathoracic disease. On (B)(6) 2012: the patient underwent vas carotid comparison bilaterally. Impression: no ultrasound evidence of a hemodynamically significant stenosis of the left internal or right internal carotid artery. On (B)(6) 2012: the patient presented for follow up for carotid doppler and congestion. On (B)(6) 2012: the patient presented with bilateral leg swelling. On (B)(6) 2012: the patient presented with belching, diarrhea and bilateral side pain. On (B)(6) 2012: the patient presented with nasal congestion and refilling of ambien. On (B)(6) 2012: the patient presented for follow up on labs and medications refilling. On (B)(6) 2012: the patient presented with back pain, neck pain and burning sensation in leg. On (B)(6) 2012: the patient presented with heel pain and back pain. On (B)(6) 2013: the patient presented with chest pain. The patient underwent chest x-ray. Findings: single frontal view of the chest is compared to similar study dated 9/5/2011. The cardiomediastinal silhouette is normal appearing. The lungs are hypoinflated relative to the prior but otherwise clear. The osseous structures appear intact. The patient also underwent electrocardiogram. Interpretation: sinus rhythm is normal rate. Normal "qrs" axis. Delayed transition. Unremarkable polarization. On (B)(6) 2013: the patient presented for burning sensation in legs, left ear discomfort. On (B)(6) 2013: the patient presented with headache, neck pain and medication refills. On (B)(6) 2014: the patient presented for follow up on hypertension and medication refill. On (B)(6) 2014: the patient presented for low back pain due to spine fall. On (B)(6) 2014: the patient presented for fasting labs. On (B)(6) 2014, (B)(6) 2015: the patient presented for follow up on labs. On (B)(6) 2014: the patient underwent screening digital bilateral mammograms with icad. Impression: no suspicious interval change. On (B)(6) 2014: the patient presented with low back and epigastric pain. On (B)(6) 2014: the patient presented with left shoulder and arm numbness. On (B)(6) 2014: the patient presented with vomiting and abdominal pain. On (B)(6) 2014: the patient presented for "ppd" placement. On (B)(6) 2014 (B)(6), (B)(6) 2015: the patient presented for follow up chronic pain. On (B)(6) 2015: the patient presented with diffuse joint pain and discusses weight management. On (B)(6) 2015: the patient presented with mild back pain. On (B)(6) 2015: the patient presented for follow up on pain. On (B)(6) 2015: the patient presented for medications refilling. On (B)(6) 2015: the patient underwent bilateral mammograms. Impression: stable appearance of the breast. No suspicious lesions. On (B)(6) 2015: the patient underwent bilateral digital screening mammogram cad. Impression: stable appearance of the breast. No suspicious lesions. On (B)(6) 2015: the patient presented with a concerned about cancer. On (B)(6) 2015, (B)(6) 2016: the patient presented for follow up for chronic pain and insomnia. On (B)(6) 2016: the patient presented for neck and back pain and medications refilling. On (B)(6) 2016: the patient presented with sore throat and ear pain. On (B)(6) 2016: the patient presented with headaches and nasal congestion. On (B)(6) 2016: the patient presented for fasting labs and medications refilling. On (B)(6) 2015, (B)(6) 2016: the patient presented for follow up for chronic pain.

Event description:
It was reported that on, (B)(6) 2003: patient underwent x-ray which showed good placement of hardware and her fusion. On (B)(6) 2004: patient presented with euthymic mood and underwent mental status examination. Diagnostic impression: mood disorder, with major depressive features, partially resolved, secondary to multiple low back surgeries and pain in one lower extremity and low back. Pain disorder associated with both psychological and physical factors. On (B)(6) 2004: patient presented for a follow-up visit after starting patient on abilify. Impression: major depression; deferred; status post ruptured disc and chronic back pain. On (B)(6) 2004: patient presented with ankle foot pain. Assessment: arthralgias. On (B)(6) 2005: patient presented with abdominal pain- "roq" and epigastric. Assessment: abdominal pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.